Manufacturer narrative:
(B)(4). The insulin pump had blank display due to faulty x1 on mb. Unable to perform idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Pump received with stripped battery cap coin slot(p), minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump was broken and had not worked for three weeks. They tried new batteries but it did not resolve the issue. The customer¿s blood glucose during the incident was 330 mg/dl. The customer also reported that they were unable to remove the battery cap. The device was returned for analysis.